Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes were made to the crt-d and it remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that this patient was feeling breathless and fatigue. There system is continuing to exhibit high impedances and now intermittent capture. The system was reprogrammed and remains in service. No adverse patient effects were reported.